Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states, the fork is split, and breaking where its welded. Customer already had a friend weld the piece back together.